Manufacturer narrative:
B2: other - hardware removal planned for some time in (B)(6) 2026. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient. It was reported that following an index spinal surgery involving the cage, the patient experienced foot drop, weakness that began a day after surgery, and low back pain that had worsened over the last month. The adverse event was assessed as probably related to the procedure and not related to the device by the sponsor, and as probably related to both the study procedure and the device by the investigator. Spinal surgery was performed as a treatment and as an intervention to prevent permanent injury or impairment. The adverse event was probable related to the index surgery and probable related to the device. Levels implanted were l4-l5. Adverse event term was foot drop. Hardware removal planned for some time in (B)(6) 2026. The outcome was not recovered/not resolved. No further complications reported.